Event description:
Boston scientific received information that the battery of this cardiac resynchronization therapy pacemaker (crt-p) has been depleting faster than expected. Attempts to obtain additional information were made but were unsuccessful as the field representative has no further information to give. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information indicated that the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this pacemaker was performed and showed that the allegation against this pacemaker was not confirmed. Although external visual inspection showed minor marks on the case, device passed electrical testing.